Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered vancomycin at a lower rate or volume than programmed (under infusion) during therapy in the medical surgical care area (medication, programmed amount and delivery rate unknown). The device was programmed to deliver 250ml of vancomycin at a rate of 3ml per hour and the device stated the infusion was complete after delivering 50ml to patient. The customer also stated that the infusion parameters were unable to be verified as correct in the event history log and the device was swapped out and that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported flow underinfusion, which was not reproduced during flow rate testing. The device passed all flow rate testing and was found to operate as designed. This MDR was initially reported in error. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-05170 can be removed from the FDA database.